Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of below 27 to 30 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer was given intravenous dextrose to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.